Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that antibiotics were prescribed to treat infection and the implant remained implanted. Symptoms as a result of the event: inflammation.